Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device , inspection of the device shaft revealed a kink and a bend. The kink was located (approximately) 5 cm from the distal tip. No further relevant visible damage was observed. The catheter connector, handle, deflection, locking mechanisms, and electrodes appear intact. The location of the shaft deformation (kink) was identified using a calibrated steel ruler. The device was evaluated for deflection. The device did not form a curve consistent to the reference specification. The device met the planarity specification. As the complaint device was confirmed to have a kink during re-inspection, it is likely that the deformation found near the distal tip contributed to the customer's reported event as damage to the device's structural integrity may adversely impact its mechanical and electrical qualities. Therefore, the inspection results indicated that the complaint is confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to mishandling subsequent to distribution, including shipping and storage conditions or improper manipulation of the device. The instructions for use (IFU) state: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Do not alter this device. Inspect the packaging and catheter for damage or defects prior to use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. Standard electrical grounding precautions should be observed when using electrical recording or stimulation equipment. Avoid excessive contact of handpiece with fluids, as this could adversely affect the electrical performance of the catheter. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the catheter came out of the box curvy. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.